Event description:
Caller reported temperature alarms 10 and 11. There was no reported impact on the customer's blood glucose level. Technical support replaced the pump, confirmed the shipping address, and instructed the caller to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Caller was also advised on putting the pump into storage mode and returning it with a pre-paid label.